Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the rep that when the mesh was inserted through the 511sd's the seal tore and when the camera was inserted through the 512sd the seal tore. There was no consequence to the pt.